Event description:
The device was returned due to mechanical hardware failure (air compressor). Device was attached to bracket and powered on. Red pump alarm was observed. Log files were reviewed and air compressor failures were found. Device was opened to inspect for internal damage and to perform pneumatic testing. Rear cover o-ring was found unseated. Pneumatic testing was done and failed during recharge test. Tank body was inspected and was cracked on the positive side of tank. Tank body was replaced, and testing was run again and failed. The air compressor and o-ring seal will be replaced during repair. No additional damage found.

Event description:
The following has been reported: biomed reported: "red service needed error. Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.